Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "last fall I was diagnosed with bia-alcl."

Event description:
Patient reported bia-alcl diagnosis against an unknown side. Histopathological markers have not been provided. The device has been removed.

Manufacturer narrative:
Alcl diagnostic testing done at ((B)(6) hospital). Implanting doctor: (B)(6). Implanting hospital: (B)(6). (B)(6) clinic phone number: (B)(6). Explanting doctor: (B)(6). Explanting hospital: (B)(6) hospital tyks phone number to surgery outpatient clinic: (B)(6).

Event description:
Patient reported for left side "alcl", "left breast started to swell and hurt", "ultrasound found that there was a lot of fluid around the implant". Histopathological markers cd30+ and alk- have not been received. Treatment: device explant, capsulectomy.